Event description:
It was reported that the cord was causing a device to unintentionally activate during testing prior to the start of a surgical procedure. Back up equipment was available to complete the scheduled procedure. No user injury or other adverse consequences were alleged.

Manufacturer narrative:
Investigation of the connectors revealed that the ground pin on the handpiece end of the cable was heavily corroded. The corrosion on the pin can cause resistance to increase, and the analog ground reads this increase in resistance and tells the handpiece to run.